Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes".

Event description:
Patient reported "swollen lymph nodes." Patient additionally reported "fibromyalgia" and "lupus like symptoms"; these events are not related to the device. Device remains implanted. This record is for the left side.